Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The conductor wire was still attached at the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The conductor wires were exposed. There were no signs of thermal damage. The components adjacent to the broken wire did not show damage. Additionally, the fenestrated bipolar forceps instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The insulation was pulled out from the wire crimp location, exposing the wires. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed an electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken wire. The procedure was completed with no reported injury.